Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device") and pelvic pain ("persistent pelvic pain") in a female patient who had essure (B)(4) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (B)(4) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("menstrual issues") and infection ("infection"). The patient was treated with surgery (underwent a bilateral salpingectomy). At the time of the report, the device dislocation, pelvic pain, menstrual disorder and infection outcome was unknown. The reporter considered device dislocation, infection, menstrual disorder and pelvic pain to be related to essure (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2006: essure device was successfully occluded. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device/migration of essure device ¿ uterus'), pelvic pain ('persistent pelvic pain') and menorrhagia ('abnormal bleeding (vaginal, menorrhagia') in a 48-year-old female patient who had essure (ess205) (batch no. 509801) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the patient did not undergo an essure confirmation test." The patient's medical history included hypothyroidism, metrorrhagia, colitis, fibroids, pelvic discomfort, adenomyosis, menstruation abnormal, amenorrhea, vulvovaginitis, ovarian cyst, brain tumor, uterine myoma, micturition burning, dyspareunia, cyst, metrorrhagia, left upper quadrant pain, bloating, change in bowel habits, constipation chronic, diarrhea, lumbosacral disc herniation, umbilical hernia, pain in extremity, unilateral leg swelling, venous insufficiency, cesarean section and brain tumor. Concurrent conditions included uti, flank pain, ovarian cyst, fibroids, discomfort, hydrosalpinx, endometrial ablation, uterine fibroid, lower abdominal pain, edema, hot flushes, amenorrhea, vaginal discomfort, vulvovaginitis, night sweats, menopausal symptoms, breast mass, perineal pain, breast tenderness and abdominal pain. Concomitant products included estradiol, ethinylestradiol;levonorgestrel (seasonique), fluconazole (diflucan), hydrocodone bitartrate;ibuprofen (vicoprofen), ibuprofen (motrin ib), lamotrigine (lamictal), levothyroxine since 1999, metronidazole (flagyl 250), metronidazole (metrogel), naproxen sodium (anaprox), paracetamol (acetaminophen), prednisone, progesterone, testosterone, thiamazole since 1999 and tranexamic acid (lysteda). On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced dysmenorrhoea ("dysmenorrhea"), fatigue ("fatigue"), vaginal infection ("infection (bladder/ urinarytract/vaginal) type: vaginal,"), migraine ("migraines"), headache ("headaches") and vaginal discharge ("vaginal discharge"). In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2008, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"). On (B)(6) 2017, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 10 years 10 months after insertion of essure (ess205). On an unknown date, the patient experienced menstrual disorder ("menstrual issues"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). The patient was treated with surgery (bilateral salpingectomy; supracervical hysterectomy (uterus only), novasure endometrial ablation and underwent a bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the device expulsion, menstrual disorder, fatigue, migraine, headache, depression, anxiety and vaginal discharge outcome was unknown, the pelvic pain, menorrhagia and vaginal haemorrhage was resolving and the dysmenorrhoea and vaginal infection had resolved. The reporter considered anxiety, depression, device expulsion, dysmenorrhoea, fatigue, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2013: no abnormality in the upper abdomen. Interval enlargement of left adnexal cysts. Hysterosalpingogram - on (B)(6) 2006: essure device was successfully occluded. Nuclear magnetic resonance imaging abdominal - on (B)(6) 2011: no significant interval change compared to the prior pelvic MRI dated 07feb2011. Stable left hydrosalpinx, as described above, stable approximately 3 cm diameter area of focal adenomyosis or fibroid noted in the anterior uterine body, as described above.; on (B)(6) 2013: two simple left ovarian cysts. The largest cyst is without change. The second cyst is smaller compared with prior CT. Mild myomatous changes of the uterus.. Pathology test - on (B)(6) -2011: endometrium. Curettage - fragment of endometrium suggestive of polyp - inactive endometrium with decidual changes in the stroma. Metaplastic changes and breakdown - fragments of smooth muscle can not exclude submucosal leiomyoma - endocerviacal tissue; on (B)(6) 2015: ovarian cyst fluid, negative for malignant cells. Cytology slide displays bland cuboidal cells, histiocytic and proteinaceous material. These findings are consistent with a cyst.; on (B)(6) 2015: left ovarian cyst, cystectomy-benign serous cyst. Ultrasound pelvis - on (B)(6) 2011: impress ion: 3 cm anterior fundal fibroid with a submucosal component. Complex cystic structure in the left adnexa of uncertain etiology. The differential diagnosis would include a peritoneal inclusion cyst or tuba-ovarian abscess, however since a separate left ovary was not visualized 1 ovarian or tubal pathology cannot be excluded.. Ultrasound scan vagina on (B)(6) 2011: however the uterine fibroid measures 2.9x3.2x2.3 cm. The fibroid is predominantly metramural with a portion appears to about the (as written) this appearance of a submucosal-intramural fibroid rather than subserosal fibroid.; on (B)(6) 2011: 3.3 cm uterine fibroid with a partial submucosal component. Not significantly changed in size from the prior exam. Blood products within the endocerviacal canal and lower uterine segment endometrial canal. The remainder or the endometrium was not seen. Unremarkable ovaries. Small amount of free fluid in the left adnexa again seen. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: irregular menses, hot flashes, pelvic pain, menorrhagia, abnormal bleeding, vaginal discharge, vaginal bleeding, vaginal infection. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-aug-2019: pfs received. Event verbatim was updated as migration of essure device/migration of essure device ¿ uterus and pt was updated from device dislocation to device expulsion. Fu 3 and fu-4 were processed together incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device/migration of essure device ¿ uterus'), pelvic pain ('persistent pelvic pain') and menorrhagia ('abnormal bleeding (vaginal, menorrhagia') in a 48-year-old female patient who had essure (ess205) (batch no. 509801) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the patient did not undergo an essure confirmation test". The patient's medical history included hypothyroidism, metrorrhagia, colitis, fibroids, pelvic discomfort, adenomyosis, menstruation abnormal, amenorrhea, vulvovaginitis, ovarian cyst, brain tumor, uterine myoma, micturition burning, dyspareunia, cyst, metrorrhagia, left upper quadrant pain, bloating, change in bowel habits, constipation chronic, diarrhea, lumbosacral disc herniation, umbilical hernia, pain in extremity, unilateral leg swelling, venous insufficiency, cesarean section, brain tumor and transient ischemic attack. Concurrent conditions included uti, flank pain, ovarian cyst, fibroids, discomfort, hydrosalpinx, endometrial ablation, uterine fibroid, cramp in lower abdomen, edema, hot flushes, amenorrhea, vaginal discomfort, vulvovaginitis, night sweats, menopausal symptoms, breast mass, perineal pain, breast tenderness and abdominal pain. Concomitant products included estradiol, ethinylestradiol;levonorgestrel (seasonique), fluconazole (diflucan), hydrocodone bitartrate;ibuprofen (vicoprofen), ibuprofen (motrin ib), lamotrigine (lamictal), levothyroxine since 1999, metronidazole (flagyl 250), metronidazole (metrogel), naproxen sodium (anaprox), paracetamol (acetaminophen), prednisone, progesterone, testosterone, thiamazole since 1999 and tranexamic acid (lysteda). On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced dysmenorrhoea ("dysmenorrhea"), fatigue ("fatigue"), vaginal infection ("infection (bladder/ urinarytract/vaginal) type: vaginal,"), migraine ("migraines"), headache ("headaches"), vaginal discharge ("vaginal discharge") and metrorrhagia ("metrorrhagia"). In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2008, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"). On (B)(6) 2017, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 10 years 10 months after insertion of essure (ess205). On an unknown date, the patient experienced menstrual disorder ("menstrual issues"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("mental anguish") and menopausal symptoms ("I'm menopause"). The patient was treated with surgery (bilateral salpingectomy; supracervical hysterectomy (uterus only) and novasure endometrial ablation). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the device expulsion, menstrual disorder, fatigue, migraine, headache, depression, anxiety and menopausal symptoms outcome was unknown, the pelvic pain, menorrhagia, vaginal haemorrhage, dysmenorrhoea, vaginal infection and vaginal discharge had resolved and the metrorrhagia was resolving. The reporter considered anxiety, depression, device expulsion, dysmenorrhoea, fatigue, headache, menopausal symptoms, menorrhagia, menstrual disorder, metrorrhagia, migraine, pelvic pain, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure (ess205). The reporter commented: patients received treatments for pain, bleeding bladder/ urinary prob. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2013: no abnormality in the upper abdomen. Interval enlargement of left adnexal cysts. Hysterosalpingogram - on (B)(6) 2006: essure device was successfully occluded. Magnetic resonance imaging abdominal - on (B)(6) 2011: no significant interval change compared to the prior pelvic MRI dated (B)(6) 2011. Stable left hydrosalpinx, as described above, stable approximately 3 cm diameter area of focal adenomyosis or fibroid noted in the anterior uterine body, as described above.; on (B)(6) 2013: two simple left ovarian cysts. The largest cyst is without change. The second cyst is smaller compared with prior CT. Mild myomatous changes of the uterus.. Pathology test - on (B)(6) 2011: endometrium. Curettage - fragment of endometrium suggestive of polyp - inactive endometrium with decidual changes in the stroma. Metaplastic changes and breakdown - fragments of smooth muscle can not exclude submucosal leiomyoma - endocerviacal tissue; on (B)(6) 2011: the container is labeled ¿¿portion of left fallopian tube¿¿ and consider of a portion of fallopian tube measures 5x0.3cm with a patient lumen. It is serial sectioned and entirely submitted one cassette. The container labeled ¿¿myoma chips¿¿ and consists of a 20g in aggregate multiple fragment of white tan tissue measuring 3x2x0.5cm in aggregate; on (B)(6) 2015: ovarian cyst fluid, negative for malignant cells. Cytology slide displays bland cuboidal cells, histiocytic and proteinaceous material. These findings are consistent with a cyst.; on (B)(6) 2015: left ovarian cyst, cystectomy-benign serous cyst. Ultrasound pelvis - on (B)(6) 2011: impress ion: 3 cm anterior fundal fibroid with a submucosal component. Complex cystic structure in the left adnexa of uncertain etiology. The differential diagnosis would include a peritoneal inclusion cyst or tuba-ovarian abscess, however since a separate left ovary was not visualiaed1 ovarian or tubal pathology cannot be excluded.. Ultrasound scan vagina - on (B)(6) 2011: however the uterine fibroid measures 2.9x3.2x2.3 cm. The fibroid is predominantly metramural with a portion appears to about the (as written) this appearance of a submucosal-intramural fibroid rather than subserosal fibroid.; on (B)(6) 2011: 3.3 cm uterine fibroid with a partial submucosal component. Not significantly changed in size from the prior exam. Blood products within the endocerviacal canal and lower uterine segment endometrial canal. The remainder or the endometrium was not seen. Unremarkable ovaries. Small amount of free fluid in the left adnexa again seen; on (B)(6) 2011: 3.3cm uterine fibroid with a partial submucosal component. Not significantly changed in size from the prior exam. Blood products within the endocervical canal and lower uterine a segment endometrial canal. The remainder of the endometrium was not seen. Small amount of free fluid in the left adnexa again seen. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: irregular menses, hot flashes, pelvic pain, menorrhagia, abnormal bleeding, vaginal discharge, vaginal bleeding, vaginal infection. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received: outcome of the events abnormal bleeding (vaginal, menorrhagia), pelvic pain and vaginal discharge were updated to recovered. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device/migration of essure device ¿ uterus'), pelvic pain ('persistent pelvic pain') and menorrhagia ('abnormal bleeding (vaginal, menorrhagia') in a 48-year-old female patient who had essure (ess205) (batch no. 509801) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the patient did not undergo an essure confirmation test". The patient's medical history included hypothyroidism, metrorrhagia, colitis, fibroids, pelvic discomfort, adenomyosis, menstruation abnormal, amenorrhea, vulvovaginitis, ovarian cyst, brain tumor, uterine myoma, micturition burning, dyspareunia, cyst, metrorrhagia, left upper quadrant pain, bloating, change in bowel habits, constipation chronic, diarrhea, lumbosacral disc herniation, umbilical hernia, pain in extremity, unilateral leg swelling, venous insufficiency, cesarean section, brain tumor and transient ischemic attack. Concurrent conditions included uti, flank pain, ovarian cyst, fibroids, discomfort, hydrosalpinx, endometrial ablation, uterine fibroid, cramp in lower abdomen, edema, hot flushes, amenorrhea, vaginal discomfort, vulvovaginitis, night sweats, menopausal symptoms, breast mass, perineal pain, breast tenderness and abdominal pain. Concomitant products included estradiol, ethinylestradiol;levonorgestrel (seasonique), fluconazole (diflucan), hydrocodone bitartrate;ibuprofen (vicoprofen), ibuprofen (motrin ib), lamotrigine (lamictal), levothyroxine since 1999, metronidazole (flagyl 250), metronidazole (metrogel), naproxen sodium (anaprox), paracetamol (acetaminophen), prednisone, progesterone, testosterone, thiamazole since 1999 and tranexamic acid (lysteda). On (B)(6) 2006, the patient had essure (ess205) inserted. In october 2006, the patient experienced dysmenorrhoea ("dysmenorrhea"), fatigue ("fatigue"), vaginal infection ("infection (bladder/ urinarytract/vaginal) type: vaginal,"), migraine ("migraines"), headache ("headaches"), vaginal discharge ("vaginal discharge") and metrorrhagia ("metrorrhagia"). In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2008, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"). On (B)(6) 2017, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 10 years 10 months after insertion of essure (ess205). On an unknown date, the patient experienced menstrual disorder ("menstrual issues"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("mental anguish") and menopause ("I'm menopause"). The patient was treated with surgery (bilateral salpingectomy; supracervical hysterectomy (uterus only) and novasure endometrial ablation). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the device expulsion, menstrual disorder, fatigue, migraine, headache, depression, anxiety, vaginal discharge and menopause outcome was unknown, the pelvic pain, menorrhagia, vaginal haemorrhage and metrorrhagia was resolving and the dysmenorrhoea and vaginal infection had resolved. The reporter considered anxiety, depression, device expulsion, dysmenorrhoea, fatigue, headache, menopause, menorrhagia, menstrual disorder, metrorrhagia, migraine, pelvic pain, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2013: no abnormality in the upper abdomen. Interval enlargement of left adnexal cysts. Hysterosalpingogram - on (B)(6) 2006: essure device was successfully occluded. Magnetic resonance imaging abdominal - on (B)(6) 2011: no significant interval change compared to the prior pelvic MRI dated 07feb2011. Stable left hydrosalpinx, as described above, stable approximately 3 cm diameter area of focal adenomyosis or fibroid noted in the anterior uterine body, as described above.; on (B)(6) 2013: two simple left ovarian cysts. The largest cyst is without change. The second cyst is smaller compared with prior CT. Mild myomatous changes of the uterus.. Pathology test - on (B)(6) 2011: endometrium. Curettage - fragment of endometrium suggestive of polyp - inactive endometrium with decidual changes in the stroma. Metaplastic changes and breakdown - fragments of smooth muscle can not exclude submucosal leiomyoma - endocerviacal tissue; on (B)(6) 2011: the container is labeled ¿¿portion of left fallopian tube¿¿ and consider of a portion of fallopian tube measures 5x0.3cm with a patient lumen. It is serial sectioned and entirely submitted one cassette. The container labeled ¿¿myoma chips¿¿ and consists of a 20g in aggregate multiple fragment of white tan tissue measuring 3x2x0.5cm in aggregate; on (B)(6) 2015: ovarian cyst fluid, negative for malignant cells. Cytology slide displays bland cuboidal cells, histiocytic and proteinaceous material. These findings are consistent with a cyst.; on (B)(6) 2015: left ovarian cyst, cystectomy-benign serous cyst. Ultrasound pelvis - on (B)(6) 2011: impress ion: 3 cm anterior fundal fibroid with a submucosal component. Complex cystic structure in the left adnexa of uncertain etiology. The differential diagnosis would include a peritoneal inclusion cyst or tuba-ovarian abscess, however since a separate left ovary was not visualiaed1 ovarian or tubal pathology cannot be excluded.. Ultrasound scan vagina - on (B)(6) 2011: however the uterine fibroid measures 2.9x3.2x2.3 cm. The fibroid is predominantly metramural with a portion appears to about the (as written) this appearance of a submucosal-intramural fibroid rather than subserosal fibroid.; on (B)(6) 2011: 3.3 cm uterine fibroid with a partial submucosal component. Not significantly changed in size from the prior exam. Blood products within the endocerviacal canal and lower uterine segment endometrial canal. The remainder or the endometrium was not seen. Unremarkable ovaries. Small amount of free fluid in the left adnexa again seen; on (B)(6) 2011: 3.3cm uterine fibroid with a partial submucosal component. Not significantly changed in size from the prior exam. Blood products within the endocervical canal and lower uterine a segment endometrial canal. The remainder of the endometrium was not seen. Small amount of free fluid in the left adnexa again seen.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: irregular menses, hot flashes, pelvic pain, menorrhagia, abnormal bleeding, vaginal discharge, vaginal bleeding, vaginal infection. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received- new event menopause was added. Reporter information was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device'), pelvic pain ('persistent pelvic pain') and menorrhagia ('abnormal bleeding (vaginal, menorrhagia') in a female patient who had essure (ess205) (batch no. 509801) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the patient did not undergo an essure confirmation test". The patient's medical history included hypothyroidism, metrorrhagia, colitis, fibroids, pelvic discomfort, adenomyosis, menstruation abnormal, amenorrhea, vulvovaginitis, ovarian cyst, brain tumor, uterine myoma, micturition burning and dyspareunia. Concomitant products included ethinylestradiol;levonorgestrel (seasonique), fluconazole (diflucan), lamotrigine (lamictal), levothyroxine, metronidazole (flagyl 250), paracetamol (acetaminophen) and thiamazole. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced dysmenorrhoea ("dysmenorrhea"), fatigue ("fatigue"), vaginal infection ("infection (bladder/ urinarytract/vaginal) type: vaginal,"), migraine ("migraines"), headache ("headaches") and vaginal discharge ("vaginal discharge"). In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2008, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), menstrual disorder ("menstrual issues"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). The patient was treated with surgery (novasure endometrial ablation, underwent a bilateral salpingectom and underwent a bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the device dislocation, menstrual disorder, fatigue, migraine, headache, depression, anxiety and vaginal discharge outcome was unknown, the pelvic pain, menorrhagia and vaginal haemorrhage was resolving and the dysmenorrhoea and vaginal infection had resolved. The reporter considered anxiety, depression, device dislocation, dysmenorrhoea, fatigue, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2013: impression: no abnormality in the upper abdomen. Interval enlargement of left adnexal cysts. Hysterosalpingogram - on (B)(6) 2006: essure device was successfully occluded. Nuclear magnetic resonance imaging abdominal - on (B)(6) 2011: impression: no significant interval change compared to the prior pelvic MRI dated on (B)(6) 2011. Stable left hydrosalpinx, as described above, stable approximately 3 cm diameter area of focal adenomyosis or fibroid noted in the anterior uterine body, as described above.. Ultrasound pelvis - on (B)(6) 2011: impress ion: 3 cm anterior fundal fibroid with a submucosal component. Complex cystic structure in the left adnexa of uncertain etiology. The differential diagnosis would include a peritoneal inclusion cyst or tuba-ovarian abscess, however since a separate left ovary was not visualiaed1 ovarian or tubal pathology cannot be excluded.. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical records: irregular menses, hot flashes, pelvic pain, menorrhagia, abnormal bleeding, vaginal discharge". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc (product technical complaint). Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device'), pelvic pain ('persistent pelvic pain') and menorrhagia ('abnormal bleeding (vaginal, menorrhagia') in a female patient who had essure (ess205) (batch no. 509801) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the patient did not undergo an essure confirmation test". The patient's medical history included hypothyroidism, metrorrhagia, colitis, fibroids, pelvic discomfort, adenomyosis, menstruation abnormal, amenorrhea, vulvovaginitis, ovarian cyst, brain tumor, uterine myoma, micturition burning and dyspareunia. Concomitant products included ethinylestradiol;levonorgestrel (seasonique), fluconazole (diflucan), lamotrigine (lamictal), levothyroxine, metronidazole (flagyl 250), paracetamol (acetaminophen) and thiamazole. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced dysmenorrhoea ("dysmenorrhea"), fatigue ("fatigue"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal,"), migraine ("migraines"), headache ("headaches") and vaginal discharge ("vaginal discharge"). In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2008, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), menstrual disorder ("menstrual issues"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). The patient was treated with surgery (novasure endometrial ablation, underwent a bilateral salpingectom and underwent a bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the device dislocation, menstrual disorder, fatigue, migraine, headache, depression, anxiety and vaginal discharge outcome was unknown, the pelvic pain, menorrhagia and vaginal haemorrhage was resolving and the dysmenorrhoea and vaginal infection had resolved. The reporter considered anxiety, depression, device dislocation, dysmenorrhoea, fatigue, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2013: impression: no abnormality in the upper abdomen. Interval enlargement of left adnexal cysts. Hysterosalpingogram - on (B)(6) 2006: essure device was successfully occluded. Nuclear magnetic resonance imaging abdominal - on (B)(6) 2011: impression: no significant interval change compared to the prior pelvic MRI dated (B)(6) 2011. Stable left hydrosalpinx, as described above, stable approximately 3 cm diameter area of focal adenomyosis or fibroid noted in the anterior uterine body, as described above.. Ultrasound pelvis - on (B)(6) 2011: impress ion: 3 cm anterior fundal fibroid with a submucosal component. Complex cystic structure in the left adnexa of uncertain etiology. The differential diagnosis would include a peritoneal inclusion cyst or tuba-ovarian abscess, however since a separate left ovary was not visualiaed1 ovarian or tubal pathology cannot be excluded. Irregular menses, hot flashes, pelvic pain, menorrhagia, abnormal bleeding, vaginal discharge. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-may-2019: pfs and mr received : reporter added, lot number added, patient demographic updated, essure removal date added, event infection nos is updated to vaginal infection. Events added- abnormal bleeding (vaginal, menorrhagia), dysmenorrhea (cramping), fatigue, vaginal, infection, migraines, headaches, depression, anxiety, vaginal discharge, device monitoring procedure not performed. Events onset date date, events severity , concomitant drug, medical history and lab data added. Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device") and pelvic pain ("persistent pelvic pain") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("menstrual issues") and infection ("infection"). The patient was treated with surgery (underwent a bilateral salpingectomy and underwent a bilateral salpingectomy). Essure (ess205) was removed. At the time of the report, the device dislocation, pelvic pain, menstrual disorder and infection outcome was unknown. The reporter considered device dislocation, infection, menstrual disorder and pelvic pain to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2006: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-mar-2019: quality-safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device/migration of essure device ¿ uterus'), pelvic pain ('persistent pelvic pain') and menorrhagia ('abnormal bleeding (vaginal, menorrhagia') in a 48-year-old female patient who had essure (ess205) (batch no. 509801) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the patient did not undergo an essure confirmation test". The patient's medical history included hypothyroidism, metrorrhagia, colitis, fibroids, pelvic discomfort, adenomyosis, menstruation abnormal, amenorrhea, vulvovaginitis, ovarian cyst, brain tumor, uterine myoma, micturition burning, dyspareunia, cyst, metrorrhagia, left upper quadrant pain, bloating, change in bowel habits, constipation chronic, diarrhea, lumbosacral disc herniation, umbilical hernia, pain in extremity, unilateral leg swelling, venous insufficiency, cesarean section, brain tumor and transient ischemic attack. Concurrent conditions included uti, flank pain, ovarian cyst, fibroids, discomfort, hydrosalpinx, endometrial ablation, uterine fibroid, cramp in lower abdomen, edema, hot flushes, amenorrhea, vaginal discomfort, vulvovaginitis, night sweats, menopausal symptoms, breast mass, perineal pain, breast tenderness and abdominal pain. Concomitant products included estradiol, ethinylestradiol;levonorgestrel (seasonique), fluconazole (diflucan), hydrocodone bitartrate;ibuprofen (vicoprofen), ibuprofen (motrin ib), lamotrigine (lamictal), levothyroxine since 1999, metronidazole (flagyl 250), metronidazole (metrogel), naproxen sodium (anaprox), paracetamol (acetaminophen), prednisone, progesterone, testosterone, thiamazole since 1999 and tranexamic acid (lysteda). On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced dysmenorrhoea ("dysmenorrhea"), fatigue ("fatigue"), vaginal infection ("infection (bladder/ urinarytract/vaginal) type: vaginal,"), migraine ("migraines"), headache ("headaches"), vaginal discharge ("vaginal discharge") and metrorrhagia ("metrorrhagia"). In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2008, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"). On (B)(6) 2017, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 10 years 10 months after insertion of essure (ess205). On an unknown date, the patient experienced menstrual disorder ("menstrual issues"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). The patient was treated with surgery (bilateral salpingectomy; supracervical hysterectomy (uterus only) and novasure endometrial ablation). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the device expulsion, menstrual disorder, fatigue, migraine, headache, depression, anxiety and vaginal discharge outcome was unknown, the pelvic pain, menorrhagia, vaginal haemorrhage and metrorrhagia was resolving and the dysmenorrhoea and vaginal infection had resolved. The reporter considered anxiety, depression, device expulsion, dysmenorrhoea, fatigue, headache, menorrhagia, menstrual disorder, metrorrhagia, migraine, pelvic pain, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2013: no abnormality in the upper abdomen. Interval enlargement of left adnexal cysts. Hysterosalpingogram - on (B)(6) 2006: essure device was successfully occluded. Magnetic resonance imaging abdominal - on (B)(6) 2011: no significant interval change compared to the prior pelvic MRI dated (B)(6) 2011. Stable left hydrosalpinx, as described above, stable approximately 3 cm diameter area of focal adenomyosis or fibroid noted in the anterior uterine body, as described above.; on 03-oct-2013: two simple left ovarian cysts. The largest cyst is without change. The second cyst is smaller compared with prior CT. Mild myomatous changes of the uterus.. Pathology test - on (B)(6) 2011: endometrium. Curettage - fragment of endometrium suggestive of polyp - inactive endometrium with decidual changes in the stroma. Metaplastic changes and breakdown - fragments of smooth muscle can not exclude submucosal leiomyoma - endocerviacal tissue; on 10-may-2011: the container is labeled ¿¿portion of left fallopian tube¿¿ and consider of a portion of fallopian tube measures 5x0.3cm with a patient lumen. It is serial sectioned and entirely submitted one cassette. The container labeled ¿¿myoma chips¿¿ and consists of a 20g in aggregate multiple fragment of white tan tissue measuring 3x2x0.5cm in aggregate; on (B)(6) 2015: ovarian cyst fluid, negative for malignant cells. Cytology slide displays bland cuboidal cells, histiocytic and proteinaceous material. These findings are consistent with a cyst.; on (B)(6) 2015: left ovarian cyst, cystectomy-benign serous cyst. Ultrasound pelvis - on (B)(6)2011: impress ion: 3 cm anterior fundal fibroid with a submucosal component. Complex cystic structure in the left adnexa of uncertain etiology. The differential diagnosis would include a peritoneal inclusion cyst or tuba-ovarian abscess, however since a separate left ovary was not visualiaed1 ovarian or tubal pathology cannot be excluded.. Ultrasound scan vagina - on (B)(6) 2011: however the uterine fibroid measures 2.9x3.2x2.3 cm. The fibroid is predominantly metramural with a portion appears to about the (as written) this appearance of a submucosal-intramural fibroid rather than subserosal fibroid.; on (B)(6) 2011: 3.3 cm uterine fibroid with a partial submucosal component. Not significantly changed in size from the prior exam. Blood products within the endocerviacal canal and lower uterine segment endometrial canal. The remainder or the endometrium was not seen. Unremarkable ovaries. Small amount of free fluid in the left adnexa again seen; on (B)(6) 2011: 3.3cm uterine fibroid with a partial submucosal component. Not significantly changed in size from the prior exam. Blood products within the endocervical canal and lower uterine a segment endometrial canal. The remainder of the endometrium was not seen. Small amount of free fluid in the left adnexa again seen.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: irregular menses, hot flashes, pelvic pain, menorrhagia, abnormal bleeding, vaginal discharge, vaginal bleeding, vaginal infection. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: added event metrorrhagia. Incident a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.